Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury.

Manufacturer narrative:
Correction: based on additional information, it has been determined that the instrument involved with this complaint does not meet the criteria for isifa2024-09-c or isifa2024-10-c as previously listed in section h9. The tenaculum forceps instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a derailed pitch cable from its normal position at the proximal end. The instrument failed the intuitive motion test. A visual inspection of the backend found no evidence of a cracked clamping pulley, input disk, or input shaft that would have caused the loose cable. The complaint was confirmed by failure analysis. The probable root cause is attributed to a loss of cable tension.

Event description:
Refer to h11 for follow-up information.